Event description:
Customer called to report damage to the insulin pump. Customer stated that the motor sticks during loading the cartridge when blousing. Customer also reported that the buttons needs to be pressed hard and are unresponsive. Customer mentioned that the screen has a crack on it. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.